Manufacturer narrative:
Expiration date unknown. Implant and explant date: na. No known consequences or impact to the patient; delivery system failure. Evaluation conclusion - (unable to confirm). Based on the complaint information, we were unable to confirm this complaint. The product has yet to be returned. (B)(4).

Event description:
The customer reported the tip of the cartridge split and as the aq2010v three piece silicone lens was being inserted. The lens was removed and replaced without any injury to the patient. Customer stated there was an issue with the cartridge.

Manufacturer narrative:
Method: device history review: after reviewing the complaint file and performing a root cause analysis, the most likely root cause is that the lens tore in the funnel of the cartridge due to handling/manipulation of he injector cartridge and/or lens at the user's facility, but this cannot be confirmed as the lot number of the cartridge was not provided. The analysis performed was based on a lot number provided by our customer service that was shipped at the time of the complaint. Conclusion: based on the complaint information, search by lot number, product evaluation and device history review, we were unable to confirm this complaint. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product confirmed the tip of the cartridge was split and half of the lens was stuck inside of it. Additionally, a haptic was torn off from the lens and missing. There as a clear surgical residue on the devices.(B)(4)